Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative cleaned all ports to resolve the problem. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 7, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be most likely attributed to the illuminator ports needing cleaned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during four vitrectomy procedures, low lighting was experienced on all ports of the system. All of the case were completed without patient harm.